Event description:
It was reported that the dr had observed erosion or exposed material in a pt that had a urethral implant procedure. No additional info was provided and no further complications have been reported.